Event description:
The manufacturer representative reported the pump has been stopped since 2007. The hcp state the pt's pump stopped on it's own. The hcp was unaware if the pt had any symptoms or not. She stated a rotor study was done six months later, and this showed the pump to be working fine and a catheter dye study was done last week which showed the catheter to be patent. She stated they have ordered the medication for this pt and once they get that they will be refilling his pump. She stated another hcp thought the medication was dilaudid.